Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Data analysis has not been completed; therefore, this device has not been cleared for implant. Moreover, the representative will be sending back the device regardless of being told not to. The device was never in service. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Data analysis has not been completed; therefore, this device has not been cleared for implant. Moreover, the representative will be sending back the device regardless of being told not to. The device was never in service. No patient involvement. Additional information from the device analysis indicated that the device recorded days with temperatures near or below labeled storage conditions. Moreover, the battery voltage is tracking the temperature, and has recovered with warmer temperature and can be implanted. The device was never in service. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This device recorded a code 1003 due to exposure to cold weather. Data analysis confirmed the device has recovered and was approved for implant. As the device was confirmed to be fully functional, there is no evidence of malfunction. Correction on h6 evaluation conclusion codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This device recorded a code 1003 due to exposure to cold weather. Data analysis confirmed the device has recovered and was approved for implant. As the device was confirmed to be fully functional, there is no evidence of malfunction.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Data analysis has not been completed; therefore, this device has not been cleared for implant. Moreover, the representative will be sending back the device regardless of being told not to. The device was never in service. No patient involvement. Additional information from the device analysis indicated that the device recorded days with temperatures near or below labeled storage conditions. Moreover, the battery voltage is tracking the temperature, and has recovered with warmer temperature and can be implanted. The device was never in service. No patient involvement.